Event description:
It was reported to a physio-control service representative that the service indicator led on the customer's device was illuminated. Several event codes were logged into the device's memory and it was reported that the charge time was longer than specified. Also, the device would not charge to the selected values and it would not deliver defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device would not charge to the selected value and that the AED mode of the device would not work properly. On either ac or dc power, a shock would not be available after charge. The device would prompt a message that the charge was disarmed. Physio-control then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.